Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) the surgical staff were getting an  error message during use intermittently . Error message is "leak in iab circuit"  the balloon was changed and still getting the error message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.